Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to acist for investigation. Upon completion of the investigation, a follow-up report will be submitted to the FDA.

Event description:
User reported that during a procedure using the acist contrast injection system, model cvi, and during a left heart cath procedure, while imaging in the right coronary, a dissection occurred. The patient required intervention and surgery to repair the dissection.

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, serial number (B)(4), was returned to acist on august 22, 2016. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the case were not returned for evaluation. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.